Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium, or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well-recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The operator speculated some gap between the esheath, and a dilator might have damaged the vessel. Another possibility might be a tensile force which was generated by a thread of perclose that was inserted at an acute angle. Investigation results indicate that the exact cause of the vascular dissection cannot be confirmed. The investigation results suggest that procedural factors such as cardiovascular injury, perforation, or damage (dissection) of vessels, ventricle, myocardium, or valvular structures are known potential complication associated with the tavr procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), post deployment with a 20mm sapien 3 valve in the aortic position, an angiograph revealed a dissection near the puncture point at the right femoral artery. The damaged vessel was surgically repaired. The angiography showed good blood flow, and the procedure was completed.